Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that during a webinar with (B)(4), a physician described how to manage difficult reservoir placement while implanting an inflatable penile prosthesis (ipp). First, he mentioned that, for the conceal reservoir, you may see it slip into the scrotum, and he has seen this several times when the reservoir was underinflated. He said he would take the patient back into the operating room, take that reservoir out and place a spherical reservoir. Secondly, the faculty member also said he had an artificial urinary sphincter (aus) pressure regulating balloon (prb) that ended up on the other side of a patients rectum. He said this did not cause a problem for the patient and he said he did not do anything surgically.